Event description:
During colonoscopy a foreign object was seen (metal sharp appearance) sticking out from tip end of scope & then fell off scope as it was moved. It was visibly seen as a piece of scope (nozzle or h2o) that had come off. A polypectomy snare was used to retrieve the foreign body & carefully removed w/out any further problems.